Event description:
This is an adverse event recorded on a crf as part of the (B)(6) registry for barrett's esophagus. This pt was prospectively enrolled with 6 cm low grade dysplasia. Following a primary circumferential ablation and two subsequent focal ablations during a follow-up visit a mild stricture was observed. Biopsies indicated non-dysplastic barrett's esophagus and a benign-appearing, intrinsic mild stenosis measuring less than 1 cm (in length) was found at 29cm. Dilation was successfully performed. Pt symptoms were resolved stricture was successfully dilated. Per physician the severity of the event was mild. Relationship of event to device procedure was probable and there was no device malfunction.